Manufacturer narrative:
Additional information: section a.1, a.2, a.3, d.1, d.4, & d.6a. The recipient reportedly healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device will not return to the company for analysis. A review of the device history record was completed, and no anomalies were noted. No further details will be provided this is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.